Event description:
Information was received from a manufacturer representative regarding an event. It was reported that the arm could not be secured/fixed even after turning the screw. There was no patient involvement reported.

Manufacturer narrative:
H3: product analysis: the handle screw is stuck on the threaded part at the tip of the cable. As a result, it cannot be disassembled, and cable cutting is required for the repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.